Manufacturer narrative:
Additional information has been requested. Synthes is unable to provide the date of manufacture as no product was returned and no part/lot number was provided. Without a lot number a device history record review could not be requested.

Event description:
Surgeon reported to the consultant: pt status post pdl implantation (B)(6) 2009 returned to surgeon complaining of increased pain with radicular symptoms. Reportedly the pt fell and an x-ray showed a pars fracture. Surgeon is monitoring the pt and a removal is not scheduled at this time. This is two of three reports for this event.